Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that two centrimag and two pedivas blood pumps had some issue in being locked in the motor house. The blood pumps were pulled out and repositioned in the motor housing. The perfusionist had to apply much more force to rotate the blood pump in place and be able to fix it with the screw. The blood pump and whole system then worked as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the centrimag blood pump, lot number l08177-la6a having an issue being locked in the motor could not be confirmed through this evaluation. A specific cause for the reported event was unable to be determined. The centrimag blood pump was not returned for evaluation. The relevant sections of the device history records for centrimag blood pump, lot number l08177-la6, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The centrimag blood pump instructions for use (IFU) (rev. C) is currently available and provides the following warnings and cautions: IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #8: ensure the pump is properly locked into the motor per the instructions for use supplied with the motor. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. The section titled ¿pump setup and operation¿ provides instructions for how to mount the blood pump on the motor. The following instructions are provided: to mount the pump on the motor, remove the pump from the inner tray and insert the pump into the motor receptacle. Place the bottom of the pump into the motor receptacle with the outlet port positioned in the large groove. Match the grooves on the periphery of the pump with the fittings on the motor receptacle. Rotate the pump counterclockwise until the pump locks securely into place. Thread the retaining screw clockwise to secure in place. The pump must be fully seated into the receptacle to function properly. The section titled ¿emergency backup equipment¿ states that a backup sterile pump and supplies to prime must be available. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.